Event description:
It was reported that the device had high shock impedance of greater than 200 ohms with testing. Lead testing produced stable measurements, and there appeared to be no connector problems. It was not confirmed whether this was a device or lead issue. The device was replaced, and the leads remain in use. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found.